Manufacturer narrative:
Evaluation: no product was returned to assist in this investigation. This product group is inspected 100% for bends, kinks, proper securement of proximal fittings and other surface imperfections prior to transport. For sheath 5.6 and above the minimum break force is 3.37 lb per iso standard. Based upon the information provided, it is possible this is a procedurally related event or due to patient anatomy. Nevertheless, we are aware of potential for occurrence and are currently taking the necessary action to prevent this type of event from recurring.

Event description:
An elderly female patient underwent a medical procedure going up and over to access the groin in 2008. The patient had a lot of scar tissue from previous surgeries. The procedure went well but upon trying to remove the sheath, the sheath broke and 10cm of the sheath remained inside the patient and the rest was unravelling. The patient was then taken to the or and the vascular surgeon removed the fragment of the device. The patient is doing well.